Event description:
It was reported that the pt complains of pain since the surgery. An MRI and tests have shown that her hip needs to be removed and replaced. She is scheduled to have a revision on (B)(6) 2012. It was further reported that mechanically assisted crevice corrosion with secondary adverse local lymphocytic soft tissue reaction - pseudotumor-secondary to modular rejuvenate femoral component- local tissue necrosis.

Manufacturer narrative:
The pt is (B)(6). The pt requested to keep the reported device. Additional information has been requested and if received, will be provided in a supplemental report.